Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2017 with the following findings: a review of the black box revealed unusual fluctuation of the voltage resulting in low battery warnings on (B)(6) 2017. There was no damage found to the battery compartment or returned battery cap. There was corrosion observed in the battery compartment. The returned battery cap was able to fully tighten to the pump & power it on. Current draws measured within specifications. A "battery life" issue was not duplicated during testing. The leak test failed due to cracked pump case. The pump cover was removed and no further evidence of internal moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).